Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. The manufacturer¿s international service technician confirmed the reported flow accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the oxygen flow accuracy failed. There was no patient involvement.